Manufacturer narrative:
Concomitant products: d274trk crt-d, implanted: (B)(6) 2011.

Event description:
The patient reported that the system was removed because it was shocking them. The explanting physician confirmed that the left ventricular (lv) lead was the only system component with a performance issue and was replaced as it was non-functional. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.